Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 240 units of insulin on (B)(6) 2016; however, on (B)(6) 2016, the insulin gauge displayed an inaccurate amount of 140 units of insulin. The customer was unable to provide the amount of insulin that had been delivered. Review of the pump data logbook showed that the cartridge was filled with 250 units and the insulin gauge displayed 140 units. Multiple attempts were made by tandem technical support to obtain further information; however, no further information was provided regarding the reported event. There was no reported impact to the customer's blood glucose level.